Event description:
While this device was being used in an angioplasty procedure, the balloon of this device burst. There has been no claim of injury related to this event. The device is being returned for analysis.